Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) kept shutting down and restarting on its own. The aic was being set-up for use and there was no patient involvement at the time of the malfunction. The aic was replaced without issue.

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. This console was tested after arriving in fs. Unable to reproduce the reported failure mode. No automatic reboot occurred, the console logged the data, and no issue occurred upon running the aic with the pump for 3 hours. No issue was found with the flash cards. Found a hair crack on the purge retainer (unrelated to the reported failure). The root cause of intermittent unexpected controller shutdown was not determined due to the inability to reproduce.